Event description:
Social media monitoring identified the following post on (B)(6): "ok here is the dilemma. Only half the functions will work, the remote control has already been replaced. Here is what I mean: 1. It will tilt to one side but wont come back or tilt to the other side. 2. Will lower the head but will not raise it. 3. Leg will lower but will not raise it. We found some burned out relays, so we replaced all 13 of them for good measure. The pump can be heard turning on but will not engage the function. Also the manual that we have is for the table with the older style remote. And we were looking for the wiring schematics for the new style remote tables. Best regards, (B)(6).

Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified a post from (B)(6) about limited functionality of a 2080rc surgical table. A steris social media monitoring representative replied to the post on 12/22/2014: "dear biomedtec, we came across your post about the amsco 2080 rc surgical table. We have a dedicated service support team who can help. Please provide us with your preferred method of contact or call 1-800-333-8828 for assistance. Thank you." As the complainant has not responded to our follow up post, steris is unable to determine if this table was being used during a patient procedure when the reported table malfunctions occurred.